Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue. A confirmed fracture was observed on the right ventricular (rv) lead. The rv lead also exhibited oversensing, high thresholds and undefined impedance qualified as high. Diagnostic testing/troubleshooting was performed. The rv lead was later inactivated and replaced. No further patient complications have been reported as a result of this event.